Event description:
The customer reported having low glucose value and high glucose value. The customer got an alert for below 50mg/dl at about 3:30 am or 4 am and treated it with 8oz of orange juice and 2 glucose tablets. Glucagon was not used. The customer also experienced hyperglycemia. The blood glucose value at the event was 386mg/dl. It was unknown if smartguard was used at the time of the high. Please see case-2025-00657085 (svn 000319731069) for the high before the low. Per follow-up notes for the current case, the high was treated with the pump. It is unknown if the customer will continue to use the pump. The pump will not return for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been added and provided in section b5 with this report. The initial report was submitted with incorrect information in the h6 section. The information has been corrected and provided with this report in section h6. Health effect ¿ impact code & health effect - clinical code have been updated and added and provided with this report in section h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucagon and glucose/carbohydrate intake. The event involved product(s) mmt-7040a, mmt-342g, mmt-431ag, mmt-1884. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of reported event and customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-1884.